Event description:
A baxter engineer reported a pump with failure code 570:320. It is unknown when this occurred or if there was any patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 570:320 was confirmed. The device was evaluated at the customers site on 01/09/2007. This failure code indicates that the pump's batteries are damaged or depleted, therefore they were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.